Event description:
In the last three weeks, I have received eight different reports of b. Braun 473036 - IV filterflow filters breaking. All have either broken on the distal port side or the filter has cracked and leaked. I am submitting this even to report what has occurred and to learn if other units are experiencing any similar issues.